Event description:
The patient was admitted to the hopsital on 12/26/98 with complaints of chest pressure radiating to the arms, mild shortness of breath and anxiety. He was put on heparin, parenteral nitrates and scheduled for cardiac cath and coronary angiography. Introducer was inserted on 12/29/98 at 1510. On 12/31/98 at 0230 patient was noted to have blood coming around introducer. The hub separated from the catheter. The catheter was removed, hub still had sutures intact. The hub portion was removed.